Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (won't power on) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a shorted via on the ca board and contamination on j502 and j101 components. The root cause for the shorted via was unable to be positively identified and the root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault, contamination) has been confirmed. Upon investigation the battery charger/modem reset. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device manufacturer date: monitor: 12/10/2015, charger: 05/05/2016.

Event description:
A us distributor reported that a patient's monitor was unable to power on and the patient was experiencing charger faults.